Manufacturer narrative:
H3: product analysis of part # c01a-j, lot # el70355 - visual inspection confirmed the cement has been mixed and used in the mixer. Unable to determine viscosity of cement at the time of mixing/use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G4: 510(k)#: please note that this product: c01a-j (bone cement c01a-j hv-r japan) is not marketed in the united states; however, it is similar to the united states marketed device c01a (kyphon hv-r bone cement - us) with 510(k)#: k041584. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having fluoroscopic minimally invasive surgery at l5. It was reported that cement mix was initiated, it was checked in about 30 seconds, however, as it was still muddy, there was still a lump, so it was mix for another 30 seconds, but it did not change. The condition did not change even after mix for about 1 minute after addition. The procedure was completed with a new mixer and cement. There was a delay of less than 60 minutes in the overall procedure time. There were no patient symptoms reported. There were no further complications reported regarding the event.